Event description:
Patient receiving IV antibiotic therapy. Rn spiked antibiotic medication with solution set with duo-vent spike clearlink tubing. Rn started medication and walked away from patient. IV tubing had a "slit/hole" in the tubing approximately 5 inches from patient and medication leaked from tubing onto floor.